Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The top case was chipped on the front corner. There was also a backup audible alarm post error in the event history log (ehl). The customer reported product problem was therefore confirmed. The problem source of the reported product problem was unknown. A root cause was not established. The problem did clear up after the main board was replaced however. The main board was replaced to correct the problem.

Event description:
It was reported that the medfusion pump presented with a main board failure. No patient injury or complications were reported in relation to this event.